Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 15 units between the expected and displayed values. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was advised by support to access in-app resources for guidance on the cartridge fill and load process, with a recommendation to call back for further troubleshooting if the issue recurs.